Manufacturer narrative:
Reported event: anspach emax 2 plus burr motor failed to engage while in haptics. Method & results: -device evaluation and results: device evaluation was performed and the anspach emax 2 plus burr motor event was not confirmed (product was not returned for evaluation). -device history review: not performed as the anspach emax 2 plus burr motor is an OEM product. -complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding failure to engage while in haptics failure of p/n: 110940. There have been no other similar events for the referenced serial number. Trend request for this part number has been submitted (trend request #737). Conclusions: the anspach emax 2 plus burr motor is an OEM device. The anspach emax 2 plus burr motor was evaluated in the field and the reported event was not confirmed (product was not returned for evaluation).

Event description:
A surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case the burr motor would not disengage after the proper command to disengage it was selected. The burr had to be disconnected and replaced in order for the case to continue successfully. There was a case delay of about 10 minutes when the makoplasty specialist performed troubleshooting activities. The surgeon decided to convert the case to manual procedure. The case was successful and there was no harm to the patient.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case the burr motor would not disengage after the proper command to disengage it was selected. The burr had to be disconnected and replaced in order for the case to continue successfully. There was a case delay of about 10 minutes when the makoplasty specialist performed troubleshooting activities. The surgeon decided to convert the case to manual procedure. The case was successful and there was no harm to the patient.